Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted; no loose cap was found. An underwater pressure test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a cap that was loose and fell off. This was observed prior to use of the device for peritoneal dialysis therapy. A new cassette was used to continue with therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.